Event description:
A review of service data detected a reportable event. During servicing, battery pack (B)(4) was found to have an output voltage of 6.92 volts and was unable to communicate. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device eval summary: eval of battery pack (B)(4) has been completed. The cause of the battery pack having an output voltage of 6.92 volts and not being able to communicate was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. The last pt to use this battery did not report any deficiencies. No adverse event resulted from the defective battery pack.